Event description:
According to the literature source of study performed between november 2009 and november 2011 analyzed long term outcomes of patients who underwent two types of hernia repair: transinguinal preperitoneal repair using a non-medtronic mesh and an open anterior repair using progrip mesh (lichtenstein). The analysis included a total of 193 patients with 97 in the progrip group(81.4% of the initially randomized patients) were included for long-term follow-up analyses. Complaints in the progrip group included: chronic postoperative inguinal pain of any frequency and of any intensity was present in 7.2% after progrip lichtenstein patients and recurrences were, or had been, present in a total of 16 patients (8.3%). Two patients described the pain as moderate and one patient described the pain as severe. Reoperations for pain and recurrence were reported.

Manufacturer narrative:
Title: long-term results of the softgrip trial: tipp versus progrip lichtenstein¿s inguinal hernia repair. Source: hernia published online: 13 january 2022. If information is provided in the future, a supplemental report will be issued.